Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large suturecut needle driver was analyzed and found to have a broken grip at the grip tip. A piece approximately 0.50mm x 0.63mm was found to be broken off. The broken piece was not returned with the instrument. Further inspection of the returned instrument found no additional damage or abnormalities. The complaint was confirmed by failure analysis. Common causes of the failure mode broken instrument grips -tips include damage from applying excessive force on the instrument shafts or tips during handling, insertion, usage, or removal.

Event description:
It was reported that during central processing, the large suturecut needle driver instrument had a small metal chip on the instrument jaws. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: there was no report of fragments falling into the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the large suturecut needle driver instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.